Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (lv) lead had high impedance, oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.